Event description:
Reportable based on analysis completed on 11oct2011. It was reported that during a percutaneous coronary intervention there was difficulty inflating the balloon. The 70% stenosed, de novo, 2.5x15mm lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Two attempts to inflate the 2.25x12mm quantum maverick balloon to about 12 atm were made, but were not successful. There were no holes or tears in the balloon. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable. However, analysis of the returned device showed a pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: received product consisted of a quantum maverick balloon catheter. Blood was visible in the guidewire lumen and balloon. The balloon was in a deflated state. While inflating the catheter with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon near the proximal edge of the distal markerband. There was no other damage to the device. There is no evidence that the hole in the balloon is attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).